Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post lead revision procedure, patient complaint about chest pain. Pericardial effusion and cardiac tamponade was noted. Pericardiocentesis was performed to remove the drain and patient was discharged.

Event description:
New information received stated that the right ventricular lead perforated.